Event description:
It was reported that during the procedure to replace the device due to medical judgment. It was found that the newly implanted device was implanted after the use before date. This was noticed as the physician was closing the pocket. The physician reopened the pocket and the device was explanted and replace. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4): the device was returned, analyzed and no anomalies were found.